Manufacturer narrative:
On june 25, 2024, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On august 6, 2024, mentor received additional information indicating the correct patient identifier and it has been populated. On august 14, 2024, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9991576 sn: (B)(6), and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9991576 sn: (B)(6).

Manufacturer narrative:
On august 21, 2024, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mod classic gel, 470cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 1.0 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 470cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided rupture. A CT scan performed on unspecified date indicated the left-sided rupture. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information.